Event description:
There is no update to the original description provided.

Manufacturer narrative:
The mhlas screw was not returned for inspection. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time. The reported event could not be recreated due to the nature of the functional events and without return of the screw. The customer has not provided additional pictures or x-ray images of the product. DHR review: DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A complaint history review could not be performed without relevant item and lot information for the reported implant. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event. Therefore, based on the available information, the stuck screw event could not be verified with the information provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Patient's weight was not provided. Event date is unknown. No lot number provided. Manufacturing date is unknown. Product is not being returned to zb.

Event description:
It was reported that the customer had a patient with a jammed abutment screw inside of a zimmer implant. Screw has been removed at this time by using a hx1.25 device.